Event description:
Intermittently when the table is angulated the table continues to drive into the floor. A patient was not involved and no injury was reported. The concern is for potiential injury to the patient or operator.